Event description:
It was reported that patient, status post heartmate 3 placement on (B)(6) 2024, experienced severe right ventricular dysfunction and severe tricuspid regurgitation (tr), status post st. Jude cardiac resynchronization therapy with defibrillator (crt-d). The patient also experienced recurrent hemoptysis and right lower lobe collapse, prior tracheostomy status post decannulation (B)(6) 2025, with severe mitral regurgitation (mr) status post mechanical mitral valve regurgitation (mvr) (on warfarin), paroxysmal atrial fibrillation/atrial flutter (paf/afl) status ablation in 2016, with history of renal failure off hemodialysis. The patient presented on (B)(6) 2025 with worsening difficulty breathing for one-week, acute hypoxic respiratory failure and possible food impaction. Gastrointestinal (gi) consulted, esophagram and acute abdominal series were unremarkable, with plans for outpatient motility studies. Overnight into (B)(6) 2025, the patient was noted to be more somnolent with venous blood gas (vbg) of 7.20/70/40 and chest x-ray with right lung base consolidation concerning for aspiration pneumonia. Vancomycin/zosyn was started. Computed tomography (CT) head showed interval development of subarachnoid hemorrhage on left side. Neurosurgery was consulted. Tomography angiography (cta) of the head and neck showed no vascular stenosis or aneurysm. On (B)(6) 2025, repeat CT head showed interval increased burden of subarachnoid hemorrhage (sah) in left hemisphere and new sah in right anterior sylvian fissure; the patient was given vitamin k to correct rising international normalized ratio (inr). On (B)(6) 2025, neurology was consulted with electroencephalogram monitoring due to concern for change in mental status. Eeg non-contributory was stopped. On (B)(6) 2025, patient appeared to wake up more, was making eye contact and intermittently following commands, although mental status was waxing and waning. (B)(6) 2025, they were observed to have dilated, fixed left pupil at 06:00 prompting repeat CT head that showed worsening intracranial hemorrhage with midline shift and uncal herniation. Neurosurgery was reviewed and felt that this was a non-survivable neurologic injury without chance of meaningful recovery. Goals of care discussion had with family, with plans to ultimately transition to comfort care once family had a chance to visit. Into (B)(6) 2025, blood pressure was gradually declining. Left ventricular assist device (lvad) was turned off at approximately 3:30. The patient passed away at 3:36 pm on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Regarding to stroke, the patient experienced altered mental status. The mitral valve regurgitation/tricuspid regurgitation existed pre-lvad implant. It was unknown whether there were changes to patient condition or anticoagulation status that may have contributed to the subarachnoid hemorrhage. The death was not directly considered to be device related. The device operated as expected.